Manufacturer narrative:
Follow-up root cause: failure analysis on the returned user interface assembly found that the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim screen display.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator display is blank. The customer reported there was no patient involvement.